Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. During troubleshooting, the issue was resolved, and the customer successfully resumed insulin delivery.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.